Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery compartment, and the upper part of the battery compartment cover broke off, leaving only the thread in the battery compartment and the metal contact. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-754lwws.

Manufacturer narrative:
Pump received with battery cap damaged and battery compartment damaged. The pump passed the displacement test and p-cap locks properly into the reservoir compartment corroded battery tube, broken battery cap, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. Broken off battery cap contact noted during visual inspection. The pump was received with a broken off battery tube threads. The original battery cap cannot remain in place due to the completed broken off battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.